Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, while advancing the ace68 on the first pass, the mid-shaft of the ace68 became damaged; therefore, the physician decided to remove the ace68. Upon removal, it was observed the mid-shaft of the ace68 was ovalized. The procedure was completed using another ace68. There was no report of an adverse effect to the patient. No further information is available.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.